Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings:the keypad was found to be peeling at the contrast button. During testing, the contrast keypad button was unresponsive, which has no effect on insulin delivery function; the up arrow, down arrow and ok keypad buttons responded appropriately. The keypad was removed and it was found that the contrast button contact was missing. There was evidence of contamination found under all key contacts.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were delayed in response. The reporter noted that the rubber keypad was peeling, and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.